Event description:
It was reported that a spectrum infusion pump has door alarms. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door alarms, since the device alarmed door not fully latched. The alarms were determined to be caused by a loose link screw. The link screws were replaced.